Manufacturer narrative:
Upon completion of the investigation, it was noted that the eds iii was visually inspected, the collection bag was returned with about 25ml of yellowish liquid in it, and 5ml in the burette. The bag and burette were emptied. It was also noted that biological debris has come into contact with the filter in the drip chamber. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag, up to the 12ml mark then the flow stopped. Review of the history device records confirmed the valve product code 82-1730, with lot ctdbfp, conformed to the specifications when released to stock on the 1st april 2015. The root cause of the problem reported by the customer could not be determined. A CAPA has now been open and is addressing this issue. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
It was not possible to drain the drip chamber of the system, when the patient had to be transferred. Important infection risk. It was necessary to change the system. The vent was not wet. The patient had not been moved before.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.